Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. Root cause of this failure is attributed to a component failure. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the distal end. The root cause of this issue is attributed to a component failure. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for force bipolar part#471405-06 / lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 1 use remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from customer, this complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the trocar due to the wire from the jaw of the instrument that nearly poked a proximal tissue. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use or a fragment falling inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. At this time, it is unknown what caused the instrument damage.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, customer used a second force bipolar instrument, however, while the instrument was in the trocar, the surgeon noticed that the heat dissipated and one wire from the jaw was very close to poking a proximal tissue. Surgeon removed the trocar to remove the device because of the wire. There was no visible injury and surgeon proceeded with a different type of device. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer on 05-apr-2022, the instrument was inspected prior to use and no damage was found. The instrument was confirmed stuck in the trocar which led to the trocar removal along with the instrument. It is unknown what caused the instrument to be damaged and customer is not aware of any fragment falling inside of the patient's anatomy. There was no evidence of patient harm due to this incident. No images of the device(s) or a video recording of the procedure will be provided for review.